Manufacturer narrative:
The perm - loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. However, the incorrect questionnaire was selected. Potential causes of wound not healing are patient non-compliance (touching/picking at the wound), infection, implanting a non-sterile device, not irrigating the site with antibiotic solution before closure, and not prepping the skin with antiseptic solution and patient contraindicating conditions. Although the implant procedure was performed per the IFU and there are no known contraindicating conditions, the patient lacks general hygiene, contributing to the occurrence. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain.  The cause of the reported issue is due to patient non-compliance as they lack general hygiene (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported infection, wound not healing and swelling. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. No further issues have been reported.